Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin, but may have been overfilled. The customer reported blood glucose (bg) level was 116 mg/dl, and may be slightly higher but under 240 mg/dl. The customer was able to reload the cartridge successfully and resume insulin delivery. Recommendation was made to not overfill the cartridge by tandem technical support. The customer was satisfied with the information provided.